Manufacturer narrative:
Further information was requested but not available. Event date is estimated . The results/ method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that patient will be undergoing an ipg replacement for an unknown reason .

Manufacturer narrative:
The ipg is being replaced due to recharge burden. As such, this does not meet the reportability criteria.

Event description:
Additional information received indicated that the reason for the ipg replacement is recharge burden. Patient was having to recharge more frequently. Patient lost therapy due to the lead issue (reference manufacturer report number: 1627487-2020-04624,1627487-2020-04632).